Manufacturer narrative:
One blade was broken off this pair of scissors. The second blade had several deep nicks. It appeared that this pair of scissors was used for purposes other than for what it was intended.

Event description:
The blade on the pair of nasal scissors broke during nasal surgery while cutting cartilage. Another instrument was used to complete the procedure.